Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that down button on insulin pump sticks which making use difficult. Customer¿s blood glucose was unknown. Customer stated that insulin pump had cracks around the reservoir compartment and on screen. Insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. Device had cracked lcd window, cracked reservoir tube lip.